Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap was not on the patient line for an amia cassette. During training with the home patient, it was observed that the cap was disconnected from the patient line for the amia cassette and was present in the bag containing the device. This issue was noticed before connecting the patient for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6. H10: the device was received for evaluation. A visual inspection with naked eye noted a loose green cap of the patient connector inside the unopened pouch. The reported condition was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.